Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. During the procedure, the plastic hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - small fell out of the sheath and felt like it was not attached and broke in two pieces when the physician removed the dilator. About 60cc¿s of blood were observed coming back. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required to stop the bleeding. The sheath was replaced, and the issue resolved. Device evaluation details: on (B)(6) 2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. The device was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. This finding is consistent with the customers reported issue and continues to be MDR reportable. The brim cap and friction ring remain intact. Due the hemostatic valve was found dislodged the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and in turn causing leaking. A device history record (DHR) was performed, and no non-conformance related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. During the procedure, the plastic hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - small fell out of the sheath and felt like it was not attached and broke in two pieces when the physician removed the dilator. About 60cc¿s of blood were observed coming back. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required to stop the bleeding. The sheath was replaced, and the issue resolved. Despite the event description reported that what was detached from the sheath was the hub, this event has been assessed as a ¿hemostatic valve-separation¿ since blood leakage was observed when removing the dilator from the sheath, this issue would most likely be caused by a malfunctioning or dislodged hemostatic valve. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be considered a serious adverse event. Further investigation will be done if the product is received for analysis. Should more information become available, the coding of this event may be updated.